Event description:
Since the purchase - in 2007 - of multiple ge/corometric 259cx maternal/fetal monitors, there have been innumerable intermittent problems related to the data entry keyboard -model 2116b-. The buffering sys built into the fetal monitor to handle communications from the keyboard -which are then sent to a paper strip printed on the 259cx- is overloaded easily, causing the printer to fail, as well as causing display failures -spo2 & nibp measurements fail to display-. This intermittent failure occurs most often when multiple parameters are attempting to print at the same time -i.e. Automated vs keyboard entries-. Ge/corometrics have only recently -a few weeks ago- admitted that they will not repair the problem -for the last 2 years, they have led us to believe that a repair was being developed for the failure-. This problem only occurs with the 250 series monitors - we have used the older models without failure -116/120 series-. The data entry in concern includes point-of-care annotations during bedside care -medications given, pt condition, etc.-. No injuries have occurred, but the failure occurs most during critical care -i.e. Epidural administration-, and places the [unmonitored] pt at risk: continuous vitals monitoring may be lost, and restarting the 259cx -to clear the failure- distracts the nurse from their pt care at critical times. Model 2116b data entry/clinical notes keyboard mfg by corometrics/ge healthcare.